Event description:
A pt has been in almost unbearable pain since undergoing an alif procedure at l5-s1 in 2007 with implantation of a synthes peek ar cage with bmp. Pt is awaiting a morphine pain pump insertion.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.